Event description:
Inflamed under eye; unilateral swelling under eye; hot under eye; red under eye. Report received from the distributor on 23-apr-2007 regarding a patient, age, initials and sex unknown, who experienced swelling under the eyes after receiving injections of hylaform on an unspecified date. Additional information was received on 14-may-2007 from a physician who was not the injector. In 2007, the patient experienced unilateral swelling and the area under the eye was red, hot and inflamed. Cephalexin was prescribed but the symptoms have persisted. The physician feels that this may be a hypersensitivity reaction. No further information was provided.

Manufacturer narrative:
.